Manufacturer narrative:
Other applicable components are: product ID: 37092, product type: accessory.

Event description:
Information was received from a healthcare provider, a manufacturer representative, and a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient was using stimulation for stress incontinence, interstitial cystitis, and urgency/frequency. It was reported that the patient had great symptom control up until two to three weeks prior to (B)(6) 2016, when she had a flair of her irritable bowel and had a sudden return of irritable bowel symptoms. She was back to "peeing all over the place" and wearing diapers. She had been in excruciating pain and had been having some issues that she thought was a urinary tract infection, she went into the clinic twice, and testing showed no infection. Prior to this, her irritable bowel syndrome and the urgency and frequency of her bowel were being controlled. The implantable neurostimulator (ins) was turning off on its own following removal of the patient programmer antenna. The patient was having issues with the antenna, so it was discarded. A new patient programmer and antenna were bonded with the patient's ins, and the issue was still happening. The ins was interrogated with a clinician programmer, the ins was turned on, and when the clinician programmer antenna was taken away and properly shut down, within seconds the ins would shut off. This was done multiple times and the same results were seen. Impedance measurements were taken and were fine. The healthcare provider was certain the patient wasn't pressing the off button. The healthcare provider reported that she didn't see the battery level or longevity and all she was seeing was "---." The patient's amplitude was around "3.x" volts and was nothing higher than 3.5 or 4 volts. The healthcare provider planned to set up an appointment with the patient and a manufacturer representative so they would all work together for troubleshooting the issue. The patient would check the device with the patient programmer and saw that the ins was turned off. On (B)(6) 2016, the patient reported that since her visit to the doctor two days prior, she was still in pain and hadn't slept for three days because of the pain. She was very upset because she had been missing work because of all of this. All of the device programming had been changed and cycling was showing up in the programming, which had never been programmed on the device since implant. The patient felt like it was programmed 20 seconds on, 20 seconds off. The patient's system was off, but she had pressed the stimulation off button. She turned stimulation back on, left the antenna over the implant for a couple of minutes, and then synced again using the sync button, and the ins was still on. The device was on program 2 at 0.8 volts, she wasn't seeing "low ins battery" on the patient programmer, and when she checked the ins again about an hour after turning stimulation on, stimulation was still on. Since turning stimulation back on, the patient was feeling a burning sensation. This was her normal sensation if stimulation was off and usually stimulation helped to relax her bladder. No cause of the ins turning off had been determined. As far as the manufacturer representative knew, the ins was still turning off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.